Event description:
According to the patient, this endograft failed requiring medical intervention in 2001 and 2004. Neither of these procedures resolved the issuer requiring invasive surgical intervention in 2005. The following physician was contacted and noted that, five years post implant, this patient's aneurysm sac grew from 5.0 cm to 5.7 cm. The patient underwent an intraoperative arteriogram but no type I or type ii endoleaks could be identified. A competitor's bifurcated graft was implanted inside this graft due to suspected type IV leak. Over the next year, the aneurysm sac continued to enlarge, surgical intervention identified some bleeders from the aneurysm sac. There was no evidence of bleeding from the grafts. During this intervention the two grafts were left in place and the aneurysm sac was imbricated (closed more tightly) around the grafts. The last follow-up CT scan was in early 2008 and noted that the aneurysm sac had decreased to 3.8 cm with no evidence of endoleak. The physician noted that the patient was doing well.